Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting prematurely. Device replacement was recommended. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
This report is being submitted to correct the init rptr also sent rep to FDA field (e4) in section e, initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting prematurely. Device replacement was recommended. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.